Event description:
It was reported that customer experienced malfunction alarm on pump, but no blood glucose values or additional event details were provided. There was no reported impact to the customer¿s blood glucose level. No corrective actions, device return, or replacement arrangements were reported, and no additional information was received regarding the outcome of the event.